Event description:
It was reported a patient underwent an stoma creation operation. Surgery on an unknown date and a patient had a silicon drain near the small intestine during procedure. Later the effluent turned brown in the ward and there was a hole in the small intestine near a silicon drain when it was checked. Ileus occurred and had re-operation. Re-operation was not ileus. It was perforation of small intestine due to low pressure. The position of the drain placement was around the left subphrenic which was attached properly to the small intestine when negative pressure was applied. Now the patient with a non-negative pressure drain is stable. Further details are not provided. No sample will be returned.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 - device not returned. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Procedure name stoma operation? Date of procedure? Date of event where product had an issue? Were there any intra-operative complications? If so, what were they? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? Was leakage detected? If so, where? Was another product used? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? A 2nd procedure was noted to have been performed. What was the date of procedure? What were the findings? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product lot number? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Procedure name stoma operation? Date of procedure? (B)(6) 2024. Date of event where product had an issue? (B)(6) 2024. Were there any intra-operative complications? If so, what were they? No, post-op how was the drain secured? Normally, but when drainage was started, the drain was tightly attached to the tissue. What was the date of first activation? (B)(6) 2024. How was the product function verified following the first activation? Unk. Who monitored the drainage and how often? Nurse. Was leakage detected? If so, where? Yes, intestine was another product used? No. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure? Male, 37 years old. The diagnosis and indication for the index surgical procedure? Colostomy for crohn's disease. Were any concomitant procedures performed? Unk. What symptoms did the patient experience following the index surgical procedure? Onset date? (B)(6) 2024. A 2nd procedure was noted to have been performed. What was the date of procedure? (B)(6) 2024. What were the findings? Intestine perforation. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event?it is believed that this type of incident is likely due to patient factors. What is the patient's current status? Stable. Surgeon¿s name? Unk. Product lot number? Unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.